Manufacturer narrative:
Continuation of d10: product ID hh90t01 lot# serial# (B)(6): product type mobile platform product ID a820 lot# serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving medication via an implanted pump. Per the patient, they had fentanyl, "a medication that starts with m," and a "numbing agent" in their pump. The indication for pump use was non-malignant pain. The patient reported that they get 12 boluses per day but have noticed since the daylight savings time change that around 11, they have been losing their last bolus. The agent reviewed that the pump time does not automatically change after daylight savings time and redirected the patient to their healthcare provider to adjust the pump time. Per the patient they have a nurse coming to their house on wednesday so they will have them change the pump time then. While connecting to the ptm (personal therapy manager), the patient mentioned that for about the last month it had been taking 9 minutes to connect and deliver a bolus. It got delayed at 90%. The patient stated that they called the clinic and were told to call in. The agent walked the patient through connecting to the pump and the patient was able to successfully connect after around 9 minutes. After connecting, the agent had the patient turn airplane mode on and off and restart the handset. Additional information was received on 13-nov-2024 from an hcp who reported that they were calling in about the issue the patient was having with it taking so long to connect to the pump. The agent had the hcp clear pds (patient data services) data to see if that would reduce the amount of time it took to connect, and the hcp confirmed that they were able to connect normally. It was reviewed that the patient may continue to see it slow over time as the data accumulated from each bolus.